Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) emitted a "burnt, strange smell, and smoke at the light source connection". It was reported that there was no impact to patient and no delay in procedure occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated field: d9, g3, g6, h2, h3, h6, h11. The 00mlx mlx 300w xenon lightsource was not returned for evaluation and lot number information was not provided; therefore, an evaluation of the device could not be performed, and the device history record (DHR) could not be reviewed. The failure analysis could not be completed due to a lack of information received to perform a complete investigation. The definite root cause(s) of the reported issue could not be determined. Based on the reported complaint, the probable root cause for this 00mlx mlx 300w xenon lightsource producing a burning smell and smoke is overheating caused by a damaged mirror apparatus. The reported complaint could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.